Event description:
Add'l info rec'd from MFR 6/15/04: the subject product was not available for testing purposes. However, photographs of the device lot in question were received for review on june 4, 2004. The manufacturing record for this device was reviewed and no problems were noted. From the information provided by the reporter as well as a review of the photographs, it appears the catheter tubing separated. The separation area was found to be in two distinct locations. One separation was noted in the shaft tubing originating at the distal strain relief site. The other separation point was observed at the proximal side of the cuff area. Catheter separation could result from force encountered in excess of the tubing tensile strength. However, co is unable to determine the root cause of this occurrence from the information provided surrounding the use of the device.a review of the device history record did not reveal any problems associated with this lot number. From the information provided by the hospital, it is unknown at this time whether any outside force or influence may have been attributable to the device. The actual product involved in the event was not available for investigation purposes. Therefore, a review was conducted of the device history record, complaint trend and sales info for this product. The conclusion code of 68-other, provided in medwatch report number 1820334-2004-00293 was determined as a result of the investigation of the info received concerning this event. The info provided and MFR's investigation of the event and photographs did not lead to an exact conclusion of why this event occurred. MFR has noted breakage in the past when force is exerted on the tubing in excess of its tensile strength.

Event description:
Pt had a double lumen broviac catheter implanted in 2004. When pt arrived at another medical center the next day for a bone marrow transplant, it was noted that the catheter was broken in two pieces. The pt returned to orignating hosp and the broken catheter was removed and replaced the following day.